Manufacturer narrative:
(B)(4). The device was received and an evaluation is complete. A visual inspection was performed and revealed brown particulate matter embedded in the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter in the drip chamber of a clearlink solution set. This was noted before use. There was no patient involvement. No additional information is available.